Event description:
Cortrak assisted nasogastric tube placement inserted into the right lung resulting in a pneumothorax.

Manufacturer narrative:
The cortrak returned was evaluated and found to have no defect and functioned according to the specifications. According to the customer the tracings have been accidently deleted. No tracings were identified for eval. Feeding tube placement is dependent on the clinician and pt and not the device itself.